Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of atrial septal defect (asd) (atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The asd appears to be related to procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial septal defect that required treatment. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). One mitraclip was implanted successfully reducing mr grade to 1. During the procedure, the oxygen saturation was 100%. After the steerable guide catheter was removed from the left atrium, an intra-atrial, bidirectional shunt was observed. The oxygen saturation dropped to 90%. The atrial septal defect (asd) was treated with an asd closure device. The asd was implanted successfully. The oxygen saturation returned to 90%. No additional information was provided.